Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis revealed that momentary high output was noted during temperature cycle test. The cause of momentary high pacing is unknown. (B)(4).

Event description:
This report is to advise of an event observed during analysis.